Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, showing a fill estimate of 115 units instead of the expected 300 units. There was no adverse impact to the customer's blood glucose level mentioned. The caller acknowledged overfilling the cartridge and was instructed by technical support not to do so in the future. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. However, they declined to load a new cartridge and opted to continue using the current one, with the intention to follow up if necessary.